Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the react catheter tip broke off during aspirations and was left in the patient. The piece was non-occlusive and tici result was 2. No additional information was provided at the time of the report.